Manufacturer narrative:
This ipg serial number was included in a field advisory.

Event description:
It was reported the patient had not used or charged the ipg in 2 years. As a result, the ipg was inoperable and the patient had it explanted and replaced. Therapy has been restored.